Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 20 dec 2019. Medical records were reviewed to identify patient harms/product issues. On (B)(6) 2019, the patient presented for a left knee evaluation due to pain, decreased range of motion, instability, and difficulty walking following a fall. The physician suspected a possible tibial bone fracture and possible patellar tendon injury. An x-ray of the left knee revealed a valgus alignment of about 3 degrees as well as a small sclerotic area on the tibia. The physician indicated the patient would undergo an MRI to rule out possible injuries. The patient was put in a knee immobilizer and given crutches. The primary operative note indicated two depuy cement products were used during the primary operation. There is no evidence of revision or invasive intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.